Event description:
Device malfunction: shaft separation. Symptoms/ae: separated piece snared and prolonged hospitalization. Time of device malfunction and symptoms/ae: during the procedure, date unknown. It was reported that during a venous pta via arm fistulogram, the agiltrac separated and a free piece was snared from the svc via a right femoral vein entry site. The balloon shaft was removed via the original direct stick arm fistulogram site. The patient stayed additional 2 hours for groin/venous site observation. No additional information available.